Manufacturer narrative:
Batch review performed on 27.04.2021: lot 2001930: (B)(4) items manufactured and released on 22-jun-2020. Expiration date: 2025-06-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs manager: few days after cementless total hip arthroplasty, the patient reported pain due to a femoral fracture. During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. There is no reason to suspect a faulty device.

Event description:
1 week after the primary surgery the patient came in reporting pain due to a spiral periprosthetic femur fracture which occurred when the patient went to sit down. The surgeon revised the stem and head with competitor products. The surgery was completed successfully. The surgeon did not feel a need to revise the liner.